Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 42 mg/dl. The customer treated the low blood glucose readings with apple juice. The customer stated that her blood glucose levels dropped low during the night. The customer stated that she woke up and she resumed the basal. The customer stated that she woke up to a change sensor alert. The customer stated that the alarm did not occur shortly after performing a "find lost sensor". The customer was advised to wait until her blood glucose is stable to calibrate.